Event description:
Needle broke off and lodged inside her [medical device complication]. Case description: this spontaneous report rec'd from another country and reportedly by a consumer as "needle broke off and lodged inside her", concerns a female pt treated with novofine 6mm (31g) (needle) for "device therapy". In 2007, while injecting herself, the needle broke off and lodged inside her. She could feel the needle, but not remove. Therefore, she went to the emergency room for them to remove it, but they could also only feel it and not remove. An x-ray was performed and the needle wasn't identifiable. The overall outcome is reported as "not yet recovered". Analysis results: product: novofine g31. Needle conclusion: microscopically examinations performed. The needle tube is broken off at the needle hub. Reporter's causality: possible. Novo nordisk causality: reportable.